Event description:
The following was reported to hamilton medical ag: oxygen supply failed alarm raised while doing o2 input test in service mode during calibration after software update 3.0.3. Observed during the fsn 91days software upgrade. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: oxygen supply failed alarm raised while doing o2 input test in service mode during calibration after software update 3.0.3. Observed during the fsn 91days software upgrade. No patient involvement.